Event description:
It was reported that the patient had felt like she was experiencing withdrawal symptoms. Her specific symptoms included: increased pain in the back and legs, feeling sick, an upset stomach, and a "hollow-out" in her ears which made it sound like she was talking through her ears or head. She would also experience a "jerking" in her body which could cause her to drop things. It was stated that these symptoms had started occurring since a new pump was put in about six months prior to report. The patient had been unable to contact her managing physician. She had been given oral percocet and phenergan to help manage any symptoms. The patient also had been to the hospital emergency room (ER) five times since her pump was replaced. It was originally thought that the patient was experiencing "digestive issues", but tests were run and nothing was found. The patient was given pain shots and sent home. She would be "good for maybe a week" after visit to the e.r. The pain center at the hospital narrowed down the issues to the pump. The device system was infusing morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j90070744, implanted: (B)(6) 1990. Product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the hospital¿s pain center stated that the pump was ¿bad¿. It was also stated that there was ¿a myelogram to prove it was good¿. It was noted that the patient still had the original tubing in. The patient had received assistance from her doctor or medtronic representative and her concerns were resolved. An appointment was noted for (B)(6) 2013.